Event description:
A (B)(6) female undergoing posterior cervical fusion with head in mayfield headrest. Patient's head was re-positioned during procedure for flexion needed. After repositioning during closure crna noted head to be slipping; she supported the patient's head during closure. Resident removed mayfield pins and noted first pin removed was looser than normal and this pin supports the locking mechanism of the other two. One and a half inch laceration noted to right scalp, stapled closed by resident. Biomed contacted, mayfield headrest and pins sequestered, pictures taken of mayfield base attached to operating room bed.